Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - failure (event) observed during analysis. Final analysis found that a partial lead was returned. The insulation was abraded from 13.8 cm to 15.7 cm from the proximal end. The abrasion was consistent with constant friction with another implantable device.

Event description:
This report is to advise of an event observed during analysis.